Event description:
Bag inside cassette leaks. Used for narcotic in pca IV or epidural. Disassembled - crease in bag looks weakened. Over a few weeks, four bags in cassettes leaked after being filled. Creates concern for possible diversion, delay in pt pain treatment, waste of product and time.